Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic on the insulin pump that holds the reservoir broke off and he is unable to use the pump. Customer does not recall any significant events leading to the error, except that he was trying to remove the reservoir from the pump. Customer's blood glucose was 158 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked case at the reservoir tube window corner.